Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable gluc3 glucose hk gen.3 results for 2 patients tested on a cobas 8000 core unit. For patient 1 the initial gluc3 result was 67 mg/dl and the repeat result was 94 mg/dl. For patient 2 the initial gluc3 result was 54 mg/dl and the repeat result was 83 mg/dl. There were questionable results reported outside the laboratory. The reagent lot number was 398920. The expiration date was asked for but not provided.

Manufacturer narrative:
The calibration data shows that the calibration showed alarms that indicated problems with pipetting or cuvettes. The qc data was not within specifications. The service engineer found a problem washing the cuvettes, which were addressed during the service visit and resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.